Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. This medwatch report is for the inform suspect device system used. Reference medwatch report with patient identifier (B)(4) for the aviva suspect device system used.

Event description:
Reporter alleged that a neonate received the results of 60 mg/dl on the inform system compared back to back within 10 minutes of a result of 48 mg/dl and 49 mg/dl obtained on the aviva system. Reporter stated that the neonate is taking diazoxide three times a day for hypoglycemia. No other actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the affected product.